Event description:
It was reported to manufacturer that the physician's hand held device would not power on, despite troubleshooting attempts. The physician requested a new hand held be sent to replace the non-working device. The non-working hand held has been returned to manufacturer and analysis is underway.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.